Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report an out of range error for an unknown amount of time on (B)(6) 2015. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Device evaluation was completed by animas on 03/31/2016. Investigation results were received by dexcom on 03/31/2016. The device was visually inspected and found no cosmetic flaw. The transmitter was placed on a walkabout box and paired with a pump. Functional testing did not confirm the patient's complaint. The root cause could not be determined.